Event description:
A discrepancy problem in blood liters processed with the software revision 3.33.3. An example was explained by the chief nephrologist to a gambro clinical nurse specialist (rn): by calculation: 3 hours treatment or 180 minutes at pump speed of 350 cc/min the liters processed should be 63. The phoenix: 3 hours or 180 minutes of treatment time, and also dialysis time, pump speed of 350 cc/min, compensated blood flow of 350360 cc/min and arterial pressures at an average of -180 to -190 mmhg, liters processed: 73.6.no alarms occurred during treatment.